Manufacturer narrative:
Evaluation of the instrument confirmed the missing insulation piece per image of the instrument. It is estimated about 2-3 mm x 10-12 cm (half of the shaft). The insulation most likely was shaved off while encountered with the trocar. Since the piece was not found inside the patient we suspect it was left outside the patient and was discarded after the procedure.

Event description:
Allegedly per the customer, after a gyn procedure was performed the surgeon noticed on the instrument that part of the insulation was missing. A second surgery was performed while the patient was still in the hospital, but did not find any missing insulation inside the patient. The case was completed with no further intervention.